Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending fist diagonal branch. After predilation was performed, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to cross the device by pushing it in the same way, but still it was unsuccessful. When the device was removed from the patient's body, it was noted that the stent strut was lifted. The procedure was completed with a 2.25x24 synergy¿ stent. No patient complications were reported.